Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition has the potential to cause an interruption of delivery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced. The assignable cause was determined to be user error. The main batteries and battery harness were replaced. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.a follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.